Event description:
It has been reported to philips that the wireless footswitch is not communicating with the zenition system. The customer has a wired footswitch available. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the complaint. Per the information collected, during clinical use, the wireless footswitch was not communicating with the zenition system, despite having been fully charged. The wireless footswitch connection was re-established after the philips engineer reset the wireless footswitch and the router in the system philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-pun-011). The codes were updated based on the investigation outcome. Serial number and manufacture date updated.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-2021/11/22-010-c, which addresses the causes associated with the reported malfunction.